Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25437. It was reported the patient's thoracic incision site appears to not be healing properly. Additionally, it was stated the patient has diabetes. As a result, the physician opened, excised and closed the incision on (B)(6) 2014. Follow-up revealed the patient's incision is healing and the issue is resolved.